Event description:
International affiliate reports the tip of two moss miami si final tighteners became stripped during set screw tightening during surgery. It was reported the resulting delay to the procedure was ten minutes while replacement shaft was sought. There were no adverse consequences to the patient. The following mfg. Medwatch reports are being filed for the two moss miami si final tighteners that were involved in this event. 1526439-2014-12008; 1526439-2014-12009.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded by customer.